Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a total colectomy procedure, the product wouldn't fire. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device was discarded.